Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Correction to b5 and h6 field. Based on the results of the investigation and the information provided, the evaluation found the forceps stopper mouthpiece was shaved. However, a definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): "instructions visera cysto-nephro videoscope olympus cyf type va2 important information ¿ please read before use warnings and cautions do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break leading to fluid invasion into the endoscope. Do not attempt to bend the endoscope¿s insertion tube with excessive force. Otherwise, the insertion tube may be damaged. Chapter 7 cleaning, disinfection, and sterilization procedures 7.5 manual cleaning brushing the channel when using the single-use channel cleaning brush (bw-201b), sold separately from the opening of the suction cylinder, pull it out slowly so that it does not hit the cylinder when brushing it. If the shaft rubs hard against the opening of the cylinder; the shaft may be shaved. If the shaft is shaved, the shavings may enter the tube. However, if the cylinder is cleaned according to this instruction manual, there will be no shavings left in the tube." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited the forceps stopper mouthpiece was shaved off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited button operation failure and the forceps stopper mouthpiece is shaved off. There were no reports of patient involvement.